Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing low blood glucose. Blood glucose levels were 2.2 mmol/l and 7.1 mmol/l. Customer stated auto mode feature was not active at the time of incident. Customer experienced unconsciousness and gastropareses and was injected with glucagon. Customer stated sensor stopped working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
It was reported that customer were experiencing low blood glucose. Customer has had blood glucose level of less than 2.2 mmol/l before. The incident blood glucose was 7.1 mmol/l and trending down. Customer stated auto mode feature was not active at the time of incident. Customer experienced unconsciousness and was injected with glucagon. Customer also has gastroparesis. Customer stated sensor stopped working. The insulin pump will not be returned for analysis.